Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred and catheter removal difficulties were encountered. The target lesion was located in the moderately calcified right coronary artery (rca). After pre-dilatation with a non-bsc balloon catheter, a 4.00 x 28 synergy¿ drug-eluting stent was advanced but met a resistance in the lesion. During removal of the device, the device came into contact with the calcification and the stent was stretched. The device could not be retrieved into the guiding catheter; therefore, the whole system was removed from the patient as one unit and the procedure was completed with a non-bsc stent. Intravascular ultrasound (ivus) and angiography were performed and no issues were noted. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis. A visual examination of the stent found that stent was severely damaged across its length apart from the first 3 rows at one end. Stent struts were distorted, stretched and lifted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred and catheter removal difficulties were encountered. The target lesion was located in the moderately calcified right coronary artery (rca). After pre-dilatation with a non-bsc balloon catheter, a 4.00 x 28 synergy¿ drug-eluting stent was advanced but met a resistance in the lesion. During removal of the device, the device came into contact with the calcification and the stent was stretched. The device could not be retrieved into the guiding catheter; therefore, the whole system was removed from the patient as one unit and the procedure was completed with a non-bsc stent. Intravascular ultrasound (ivus) and angiography were performed and no issues were noted. No patient complications were reported and the patient's status was good.